Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the array. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection revealed the header assembly to be detached from the hybrid assembly, a broken capacitor, and several damaged wirebonds at the analog chip. These anomalies occurred during the case removal process during failure analysis. The failure of this device is attributed to a short from the power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient reportedly experienced sound quality issues and non-auditory stimulation. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient ceased device use. The recipient's device was explanted.